Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 120 mg/dl, and the meter bg reading was 320 mg/dl. This level of inaccuracy does not present significant clinical risk according to the parkes error grid. As a result of the inaccuracy, the customer was admitted to the hospital. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received. No additional patient or event information was available. A root cause could not be determined.